Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2017-01153. The patient¿s has two ipg as a part of two scs system. It was reported the patient's ipgs were unable to communicate with the external devices. In turn, the ipgs were deemed inoperable. Surgical intervention was undertaken on (B)(6) 2017 wherein one of the ipg was explanted and replaced with another model which resolved the issue with one system. However, the other ipg is still pending replacement. It is unknown which one was explanted and replaced. Therefore, all the suspected devices are being reported as explant.

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2017-01153. Additional information received identified the patient failed to charge the ipg as recommended.